Event description:
It was reported that during an unknown procedure, the reload fell out of the device. Unknown how the case was completed. Unknown if the cartridge fell into the patient. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.